Event description:
Reportedly, during pt use, the screen locked up. The pt was transferred to another ventilator and there was no negative or serious pt consequences reported.

Manufacturer narrative:
(B)(4).